Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) evaluated the iabp and was able to reproduce the reported issue. To resolve the issue, the fse replaced the scroll compressor then performed full calibration, pneumatic performance test , functional testing and safety checks to factory specifications; unit passed and was returned to customer and cleared for clinical use. The full name of the initial reporter should read (b))6), but the first name was abbreviated due to the contents exceeding character limit. Full name of the event site (B)(6).

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) generated a power-up failure code #14 during use on a patient. No adverse event was reported.